Event description:
Father reported: son prepared to brush his teeth and the batteries were extremely weak. The father turned the switch to the off position and told the son to use it like a manual toothbrush. A minute or two later, one of the batteries "exploded". The case cracked through and the son's hand was blackened.

Manufacturer narrative:
Church & dwight retrieved product from consumer, however, the product was accidently discarded.